Event description:
It was reported that no egv readings occurred. The sensor was inserted into the upper buttocks, which is off-label use of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of [app issue] is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).